Event description:
The customer reported that he believed the pod was not delivering insulin. His bg levels, within four hours of activating the pod, were high (greater than 250mg/dl) with large ketones. No alarm or any other product issue was reported. The pod deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.